Event description:
It was reported by a company representative that the pump and catheter were replaced due to the catheter being fractured. No patient symptoms were reported. The drug in the pump was morphine and the hcp planned to start the patient at a low daily dose of 1 mg after the replacement. Add'l information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l information is received.